Manufacturer narrative:
No analysis could be performed since lot numbers are unknown and devices are not available for inspection.

Event description:
The patient had a primary knee surgery on (B)(6) 2021. On (B)(6) 2022, the patient came in due to signs of an infection and was treated with antibiotics but it was not sufficient. Presently, on (B)(6) 2023, the surgeon performed successfully the revision surgery.